Event description:
On june 24, 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the lay user/patient on july 1, 2010 and obtained the following information: the patient tests five times a day and self manages his diabetes (with novolog insulin) on a sliding scale based on the blood glucose result with the subject meter. The patient also indicated he purchased the subject meter on (B)(6) 2010, and did not use the subject meter until (B)(6) 2010. The patient clarified that the alleged issue began on (B)(6) and continued on until (B)(6) despite adjusting his insulin (based on this result with the subject meter) the patient claimed he continue to obtain blood glucose results between "200-300 mg/dl" throughout the day; however, the patient denied experiencing any symptoms of hyperglycemia. (B)(6), the patient claimed he would wake up in the middle of the night, because he was "bottoming out" (specifying he felt shaky). Prior to the onset of his symptom, the patient stated he tested his blood glucose (between 9pm-10pm) before going to bed each night (results not known) and adjusted his insulin (amounts not known) based on the blood glucose reading. At the onset of his symptom, the patient stated he immediately would test his blood glucose with the subject meter and recalled obtaining results in the "40's". The patient stated he administered self treatment soon after by consuming between four to six ounces of orange juice and two glucose tablets. The patient indicated he usually would feel better within two hours. After waking up the following morning (date/time not known), the patient stated he usually obtained a blood glucose result between "95-115 mg/dl" with the subject meter. In addition, the patient stated he went to the hospital for a scheduled surgery on (B)(6) 2010, to have the abscess on his foot removed; the patient was hospitalized for five days as a result of the surgery. During his hospital stay, the patient claimed that the subject meter was also reading inaccurately high compared to the hospital's (unknown) meter. The patient specified that the comparison was performed simultaneously with the same finger stick. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.